Event description:
The customer reported that several members of the staff had observed that the device was found in the powered-on state, when it had not been in use and when no members of the staff were near it.

Manufacturer narrative:
The customer reported that several members of the staff had observed that the device was found in the powered-on state, when it had not been in use and when no members of the staff were near it. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.